Manufacturer narrative:
Upon evaluation, the alleged issue could not be duplicated or replicated as the unit was lowered and raised multiple times with no error. The unit was found to be fully functional with no reported leaks or linkage issues.

Event description:
Unit was reported to have a hydraulic issue.

Event description:
Unit was reported to have a hydraulic issue. Manufacturer's investigation is ongoing. If additional information is received, a follow up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.